Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead had high threshold and positioning difficulty. Diaphragmatic stimulation noted, along with difficult patient anatomy. The lead was explanted and replaced. No further patient complications were reported as a result of this event.